Event description:
The customer reported the subject device exhibited a non-specific image problem and there was a leak in the control unit. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a gap in the acoustic lens of the probe. This report is being submitted for the malfunction found by service during the device evaluation (acoustic lens damage). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service confirmed the customer's reported image problem and found it was due to missing signals from damaged piezoelectric elements. Service also confirmed there was a water leak in the scope connector. In addition, service found there was a leak in the angulation system, there was play in the angulation, the light guide cover lens was cracked, and the charge-coupled device lens was cracked. The connecting tube and universal cord were kinked. The label on the scope cover was missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the acoustic lens of the probe likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.